Event description:
Customer called and reported they had a leak during a treatment earlier the same day. They first had one system pressure alarm, which they reset and continued the treatment. After approx 420 ml whole blood processed, they discovered there was a leak at one of the pressure domes - they did not know which one as there was blood all over the pump deck - and there was another system pressure alarm. At this point, they aborted the treatment without blood return to the patient. There had been no other alarms during the treatment and the nurses are sure the pressure domes were correctly installed. The treatment started in single needle mode and they thereafter changed to double needle mode. At the moment of the call, the customer had removed the kit and cleaned the instrument, which does not need further cleaning. The patient is doing fine and they planned to treat her again, the instrument was now priming with a kit from the same lot. During the call they had two alarms #42, prime 9. The first time, nurse checked everything according to the instructions on the screen and reset the alarm, which reoccurred. Css advised to install a new kit. Nurse did so. Kit lot d104/(B)(4). Css called back, the new kit was successfully primed and treatment started. Patient was reported to be stable. The customer has elected not to return the kit for investigation.

Manufacturer narrative:
A batch record review of lot d104 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The system was used for treatment and uvadex was administered; however, this incident was not related to uvadex. The uvadex lot number was not reported; therefore, no batch record review was performed. Trends were reviewed for complaint categories, pressure dome membrane leak, alarm #18: system pressure, and alarm #42: prime 9. No trends were detected. A CAPA was initiated for complaint categories, alarm #18: system pressure and alarm #42: prime 9 and is now closed. A CAPA was initiated for pressure dome membrane leak. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the therakos continuous improvement process. (B)(4). Not returned.